Event description:
On an unknown date a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 the patient reported she was in the hospital (B)(6) 2025 to (B)(6) 2025 to have surgery to remove the tubing and receive a new peg-j due to the tube was buried inside of her stomach. Patient stated that she went to the doctor and had a scan. She was told that she was constipated, and there was no problem. However, she continued to have problems and there was a lot of pain on the side that kept getting worse. Patient went to a surgeon, and she had surgery for removal of the tubes. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.